Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the clinic for a routine visit on (B)(6) 2017. Their labs showed a decrease in hemoglobin (hgb). The patient reported no overt signs or symptoms of bleeding. The patient was admitted to the hospital for further evaluation. They were transfused with two units of packed red blood cells (prbc). Their hgb dropped again and they were transfused with another one unit of prbcs. A fecal occult blood test was positive and a c-scope was planned. The c-scope was negative for bleeding. The gi team believed that this might be due to progressing chronic anemia. The patient received a total of two units prbcs throughout the admission. They will plan to continue ferrous sulfate infusions (iron studies were normal) along with bid proton pump inhibitors (ppi). Warfarin was restarted with goal international normalized ratio (inr) of 1.5-2.0. Patient to follow up with renal regarding continuation of epogen (levels elevated). Plan for more frequent complete blood count (cbc) checks and outpatient transfusions if needed. The ventricular assist device (vad) remains in use. The patient was discharged home on (B)(6) 2017.